Event description:
Catheter inserted into right subclavian vein in 2004. Chemotherpay treatment delivered problem free until in about five months later when leaking noted from tunnel exit site. Catheter removed - on inspection seen to leak at approx. 16cm m ark from both lumens.